Event description:
The pt's grand parent reported that the pt used the suspect device to check their blood glucose and obtained hi results. Insulin was given according to the results and pt's glucose was still high. Pt was taken to the hosp and a lab result was 365mg/dl. Pt was treated with IV's and released. This happened two days in a row. The first time the grand parent did not know what the lab result was and pt did receive the same treatment. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.